Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis from seizure medicine on august 05 with blood glucose of 600 mg/dl. Customer was using auto mode during high blood glucose. The customer was treated with insulin salt pills. Troubleshooting was done for high blood glucose and under delivery. Customer's mother also reported that the battery plastic ring was broken. The insulin pump will not be returned for analysis.